Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-29, serial/lot #: (B)(4), ubd: 16-sep-2020, UDI#: (B)(4). Product analysis: the devices remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 29 millimeter (mm) evolutpro transcatheter bioprosthetic valve, the patient had an emergency catherization performed to complete diagnosis for transcatheter aortic valve implantation (tavi). The initial objective of the procedure was to correct the patient's coronary disease and perform the tavi 4 weeks following the recovery of their coronaries. It was reported that at the time of admission, an arteriography was performed and echocardiogram measurements were used to calculate the valve suitable for the patient. At the time of channeling of the right coronary artery, atrial fibrillation (afib) was reported and there was evidence of an effective area of 0.3 per echocardiogram. There was no flow from the ventricle to the aorta causing cardiac arrest of the patient. A balloon aortic valvuloplasty (bav) of the native valve was performed to recover the ventricular viability. The valve was implanted following the bav. The valve was recaptured once to achieve good implant depth. The valve was deployed at an implant depth of 6 mm and cardiac massage was restarted. The valve dislodged to the aorta leaving severe paravalvular leak (pvl). A second valve evolutr was implanted deeper. Slight paravalvular leak (pvl) with improvement of hemodynamics (an average gradient of 5 millimeter (mm) mercury (hg) (mmhg)) was reported. Following the valve implant, the patient did not recover and subsequently died.

Manufacturer narrative:
Additional information was received that prior to the implant of the valve, the patient had coronary arteriography performed. As the catheter was inserted into the coronary artery, the patient went into cardiac arrest the valves were implanted in an attempt to recover the patient's hemodynamic state. Therefore per the physician, the valve did not cause or contribute to the death. The documented cause of death was a heart attack. An autopsy was not performed. Updated data: b7 - relevant history; h6 - patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve moved during the cardiac massage while attempting to resuscitate the patient. Corrected data: h6 - device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for d221401 and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that prior to the implant of the valve, the patient had coronary arteriography performed. As the catheter was inserted into the coronary artery, the patient went into cardiac arrest. The valves were implanted in an attempt to recover the patient's hemodynamic state. The root cause of the cardiac arrest is unknown as it may have been attributable to a combination of the reported events and other predisposing factors. Images were provided to medtronic for review. There was no evidence of the tavr (transcatheter aortic valve replacement) valves being deployed. The imaging provided can only confirm there was severe aortic stenosis present in the native anatomy. There was no imaging confirming there was a valve implanted for this event, the imaging provided only showed the patients native anatomy. The valve was deployed, and cardiac massage was restarted. The valve dislodged to the aorta leaving severe paravalvular leak (pvl). The valve moved/dislodged during the cardiac massage while attempting to resuscitate the patient. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the severe pvl resulted from the dislodged valve. However, with the limited information and no procedural images to review, we are unable to conclusively determine the cause for this report. A second valve, d258146, was implanted deeper and slight pvl was reported. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. The patient did not recover and subsequently died. Per the physician, the valve did not cause or contribute to the death. No allegations were made relating the valve or its function to the death. Updated h.6 - eval method code, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.